Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the system controller¿s analysis and via its extracted log file. The log file captured both of the controller¿s fuses becoming damaged with the associated opc_a and opc_b open fault flags, resulting in the controller fault alarm, on (B)(6) 2023 shortly after the patient¿s pump was powered off. These findings are consistent with the patient¿s history of the patient undergoing a pump exchange on this date. Furthermore, the pump that was exchanged on (B)(6) 2023 was returned with a severed pump cable (addressed via a separate event), and severing the pump cable while the controller is still connected to the driveline would cause both of the controller¿s fuses to become damaged. The controller was not in patient use after the pump exchange had occurred, and the controller operated as intended throughout the data before the pump cable was severed. The returned system controller (serial number (B)(6) alarmed with a controller fault alarm upon arrival due to its damaged fuses. Both fuses were replaced with new components. Then, the controller was functionally tested and fully performed as intended. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was not correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient gender and weight were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while during a routine check of the patient's backup system controller, it was alarming "controller fault" when it was connected to power. The site noted that they tried replacing the backup battery, but it still alarmed. The controller was removed from use.